Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted retroperitoneal anterior partial nephrectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the single-port (sp) monopolar curved scissors (mcs) orientation was 90 degrees to the intended turn by surgeon¿s hand. The tse could not find any related error in the logs. The tse had the customer swap the sp mcs on a different patient side manipulator (psm) arm, and the issue persisted on the sp mcs instrument. The tse had the customer replaced the sp mcs instrument, which resolved the issue. The tse advised the customer to return the instrument. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the instrument will not be returned. The roco suspected that the instrument was sterilized, wrapped and sent back up by accident. The roco did not encounter any further issues with the scissors instrument during an operation.